Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported a red alarm appeared on the intellivue mp50 monitor. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The customer alleged, the desaturation alarm supposedly did not come on bed 316r 06.10 13:00 and it was displayed at 12:47 for this bed detailed in the audit logs. The onsite service technician could not confirm the reported problem. There were no issues observed during testing. A simulator, provided by the customer, generated a spo2 alarm several times.the alarm arrived as a pop-up on the other monitors and on the control center. No further information was provided. The service technician (st) tested the unit and it passed all verification testing. The (st) advised the unit was ready for use.